Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: p1501dr pacemaker, implanted: (B)(6) 2006; 5076 non defib lead, implanted (B)(6) 2006. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was undersensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.